Manufacturer narrative:
H.6. Investigation summary : our quality engineer inspected the sample and photographs submitted for evaluation. Bd received two top web (labels) from reference number 381923; one from lot number 9193567 and one from lot number 9163687. One used unit was also received which consists of the catheter / adaptor assembly that has thick traces of dried media present. In addition, four photographs were submitted which revealed similarities to that of the returned unit. Upon visual inspection of the returned unit, it is observed that there is damage to the threads at the outside of the luer. This damage to the outer threads of the luer would prevent a connection to be achieved as described in your report. The damage is only on one side of the adapter. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to an equipment misalignment. Although the reported issue was confirmed, we were unable to identify which lot number the used unit belonged to. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. A device history record review showed no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was defective. This was discovered after use. The following information was provided by the initial reporter: after catheter placement, hcp tried to connect ex-cable however catheter adapter was defect and s/he couldn't connect it. Replaced by new product and placed the catheter again. There was no problem.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9193567. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-07-12. Medical device lot #: 9163687. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-06-12. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter was defective. This was discovered after use. The following information was provided by the initial reporter: after catheter placement, hcp tried to connect ex-cable however catheter adapter was defect and s/he couldn't connect it. Replaced by new product and placed the catheter again. There was no problem.